Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue could not be confirmed due to the condition of the returned device. Entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of hemorrhage is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect(s) is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via 8fr sheath after a coronary chronic total occlusion procedure. Reportedly, the lever of the proglide device could not be pushed down to retract the foot plate and the proglide device could not be removed from the patient anatomy. A vascular surgeon was called in and cut down was performed, the proglide device was manually broken where the black and silver part meet in order to be able to retract the foot plate and remove a portion of the proglide device. A 12fr sheath was placed in the left common femoral artery and a snare was used to capture the remaining part of the proglide device. The right common femoral artery was sutured closed to achieve hemostasis. A blood transfusion was given to the patient. The patient hospital stay was extended one extra day. No additional information was provided.